Manufacturer narrative:
The customer suspected the sample was not mixed properly. The field service engineer found an issue with the heat cut filter, which he replaced. The customer performed calibrations that were acceptable. The investigation determined the issue was resolved by the service actions. As the qc recovery was acceptable, there was no indication of a performance issue of the reagent.

Event description:
There was an allegation of analyzer alarms and a questionable ca2 calcium gen.2 result from the cobas 6000 c501 module. The initial result was 5.1 mg/dl and the repeat results on another analyzer were 8.1 mg/dl and 8.0 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 47924002 with an expiration date of 31-jul-2022.